Event description:
Customer bought gum® proxabrush® go-betweens® tight and stated the each of the ten picks broke off in his mouth after minimal usage: more than one during initial use. Customer stated he did not sustain any injury from the product.